Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a lighttrail single use laser fiber was used on an unknown date. The laser unit used was an auriga xl 3022 laser console. The laser fiber did not deliver right energy. The lighttrail single use laser fiber was checked and found to be kinked. There were no reported patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Event date approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.